Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during drain of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that the patient line of the homechoice cassette separated from the transfer set that led to this alarm. Renal therapy services (rts) assisted the patient with ending the therapy session and advised to contact their nurse regarding the missed therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.